Event description:
Needle broke off during injection [needle issue]. Case description: does the incident represent a serious public health threat? No. This spontaneous case from (B)(6) was reported by a physician as "needle broke under injection" and concerns a (B)(6) male pt using novofine 31g 6 mm (needle) from an unk date to an unk date due to type 1 diabetes mellitus. Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus since (B)(6) 2009. On (B)(6) 2012 during injecting actrapid (fast-acting insulin human) with novopen echo (insulin delivery device) around 19.30 hours, the needle broke off in subcutaneous fat tissue (radiologically confirmed). The needle was parallel-imported from (B)(4) and had been used only once. The pt had been trained by a diabetes nurse. On (B)(6) 2012, hosp tried to remove the needle under local anesthesia, on (B)(6) 2012 this had to be repeated under general anesthesia. The removal of broken needle was then successful. The needle and the empty carton are with the family of the pt. The plastic part (thread) has been discarded. It has been requested to return the needle. The outcome of the event "needle broken" was recovered on (B)(6) 2012. Product: novofine 31g. Lot no: 11g13m. The product has been repacked and redistributed outside the control of the novo nordisk supply chain. Nothing abnormal was found with a needle from the reference sample.

Manufacturer narrative:
Needle conclusion: the returned product has been parallel imported. Batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examination performed. Needles tested for resistance to breakage. During test it has not been possible to detect any irregularities related to the complaint on a reference sample from the batch in question.